Event description:
I had allergan breast implants style 15 put in 2013. I was perfectly healthy before the implants but immediately starting having health issues after the implants resulting in many surgeries including a hysterectomy at a young age. I was unaware the implants were making me sick until 2019 when I became very ill, unable to do anything for myself. I was taken to (B)(6) ER and the pa on duty told me my illness was a result of the breast implants. In consulted with the dr who put the implants in and requested they be removed. A couple weeks post op I began feeling so much better. Unaware the breast implant style 15 made me ill and if not removed could have been fatal. Please feel free to call me at (B)(6). FDA safety report ID # (B)(4).